Manufacturer narrative:
(B)(4). Medical device problem code - (B)(4) - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - (B)(4) - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined.